Event description:
It was reported that lia (lead integrity alert) was triggered due to double counting of t-waves after pvcs (premature ventricular contractions). It was noted that the rv (right ventricular) and lv (left ventricular) leads had been reversed in the device header. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694965 implantable tachy lead, (B)(6) 2006; 4470 competitor implantable pacing lead, (B)(6) 2006. (B)(4).